Event description:
It was reported the patient experienced an infection in the pump pocket and meningitis. The organism was gram positive cocci in the cerebrospinal fluid (csf). The patient was hospitalized. The patient status was alive- no injury/no adverse event. The plan was to transfer the patient to another facility for further intervention. The pump was delivering baclofen. It was later reported the pump area was infected and the pump was explanted. The device was discarded. The treatment for the infection was antibiotics. The patient was in the hospital and was intubated. Patient status was alive - with injury.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8578, lot # n084327, implanted: (B)(6) 2007, product type accessory. (B)(4).